Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in a clinical study (B)(6) who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor indications. The patient reported pelvic pain, urgency/frequency and a sharp pain in the buttock so the patient turned their interstim off on (B)(6) 2021. Sharp pain in the right buttock was clinically diagnosed. The outcome was noted to be ongoing. Reprogramming was performed on (B)(6) 2021, where the interstim ii was turned on program 3, 100% amplitude 1.6, impedances good and a battery life of 28-47 months. The doctor indicated that the relationship of the event to the device/therapy is possibly related. It was noted that the final programming date for the most recent interrogation prior to the event was (B)(6) 2019. Additional information was received on 2021-apr-27. The hcp reported that on (B)(6) 2021, the entire system was explanted/replaced ¿interstim therapy combined 1<(>&<)> 2 -removal and replacement¿ with axonics modulation rechargeable device. The hcp noted the outcome as resolved without sequelae on (B)(6) 2021. The hcp noted that the etiology of the event was that it was possibly related to the device/therapy